Event description:
The fse (field service engineer) uncovered a contained diluent leak of about 1 ml from the coulter lh 780 hematology analyzer while addressing a right stack loaded switch which was stuck on. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The fse confirmed that diluent had leaked from torn green stripe tubing at vl46a, which caused the diluent to leak down onto the right stack switch connector cable. Vl46a tubing and the right stack loaded switch were replaced resolving the reported problem. (B)(4).